Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the reload did not close. The device was unable to fire, the surgeon was unable to press the green button and was unable to squeeze the handle. There was no patient involvement.